Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified a broken conductor wire at the yaw pulley with no sign of thermal damage. The instrument failed the electrical continuity test during testing. The root cause of this finding is a component failure. As part of analysis, the instrument was further investigated and found additional observations that were unrelated and were not reported by the customer. The first observation was damage identified at the conductor wire insulation that resulted in exposed internal wires. The conductor wire insulation failure is indicative of a component failure. Second, was damage at the bipolar yaw pulley with an unreturned piece measuring approximately 0.104" x 0.023". Lastly, the instrument was found to have various scratch marks approximately 0.090 to 0.135" in length with light material removed on the main tube. The scratch marks were not aligned with the tube axis. Both the bipolar pulley damage and the scratch marks were attributed to mishandling and misuse. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Review of the submitted video was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the video of the maryland bipolar forceps instrument identified intermittent electrical continuity likely due to a breakage or partial breakage somewhere along one of the instrument's conductor wires. No obvious thermal damage on any part of the insulation of the conductor wire was noted. An instrument log review for the maryland bipolar forceps instrument lot# n11210222 / sequence 0117 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system (B)(4). The instrument had 8 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable event due to the following conclusion: failure analysis found that the maryland bipolar forceps instrument had conductor wire insulation damage that resulted in exposed internal wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument would not fire. The electrical circuit was broken. The procedure was completed using a backup instrument of the same kind. There was no reported injury.